Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR: 2134265-2017-09676 and 2134265-2017-09548. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the second imaging, the image became weak and eventually the opticross¿ imaging catheter was unable to pull during automatic pullback. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported.